Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique during the change of transfer set which resulted in peritonitis manifested by diarrhea and fever. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, per day, ongoing, route was not reported) and cefotaxime injection (1gm, per day, ongoing, route was not reported) for peritonitis. One day after hospitalization, the patient was discharged. At the time of this report, the patient was recovering and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.